Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor image resolution. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) appears to be related to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat torrential tricuspid regurgitation (tr) with a grade of 5, and a 5 leaflet valve, tethered septal leaflet tip, and presence of heavy amount of chord on the septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and post deployment, imaging revealed that the clip detached from the septal leaflet, and remained attached to the septal chord and anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip was deployed immediately next to the slda clip without issues. To further reduce tr, a third clip was deployed without issues, reducing tr to a grade 1-2. There was no clinically significant delay in the procedure.